Event description:
It was reported that this pacemaker exhibited noise from electromagnetic interference (emi) as a result of a medical procedure. No out of range measurements were observed. No adverse patient effects were reported. At this time, this device system remains in service.